Event description:
A microclave® clear neutral connector reportedly cracked and unspecified IV fluid leaked during use on a baby patient. As a result, everything needed to be take off. There was no report of any human harm.

Manufacturer narrative:
The complaint of crack on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown.